Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia, on (B)(6) 2019 with blood glucose level was 400 mg/dl at time of incident and treated with bolus and insulin drip at hospital. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that they have contacted their health care professional regarding the high blood glucose. Customer stated that the significant events leading to hospitalization was nausea, vomiting, abdominal pain, difficulty breathing and chest pain. Customer did not allege insulin pump was under delivering. Customer stated that the drive support cap appears normal. Customer stated that the champagne bubbles were present along the tubing length. Customer reports insulin exited at the quick release. The devices will not be returned for analysis.